Manufacturer narrative:
A. Patient information not provided no further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient went to the hospital for a routine outpatient visit. The vad coordinator recognized a broken power cable on the system controller (white cable). The controller was not detected by heartmate touch (hmt) and data transfer was not possible. The controller was exchanged without issue. The patient was in stable condition and no further issues were reported.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported events of a broken white power cable on the system controller (serial number (B)(6)) and the system controller not being detected by the heartmate touch was unable to be confirmed during this analysis. Submitted log files were reviewed from the new primary system controller (serial number (B)(6)) and captured events consistent with (B)(6) being put into use after the reported controller exchange of (B)(6) on 24jul2025. No log files from system controller (serial number (B)(6)) were provided. The root cause of the reported events was unable to be conclusively determined through this investigation. The relevant sections of the device history records for heartmate 3 system controller, serial number (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist device (lvas) instructions for use (IFU) and the heartmate 3 patient handbook are currently available. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate 3 instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment, including the controller and the power cables. This section also explains the importance of protecting the system controller power cables from kinks, sharp bends, and repeated bending. Heartmate 3 instructions for use section 10 -- ¿safety checklists¿ instructs users to regularly inspect their equipment, including their system controllers, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. The heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.